Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address a torn extensor mechanism and compromised mcl. Tibial loosening at the cement/implant interface was also reported. The cement manufacturer is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records (ad on (B)(6) 2018) reviewed for MDR reportability on 08/14/2018. Knee was revised to address pain and instability. It was noted within the revision operative report, surgeon identified hypertrophic reactive synovitis, and that the femur, tibia, and patella components were all well-fixed, with no evidence of implant loosening reported. This is in contrast to the original report, which suggested that the tibial base plate was loose at the implant to cement interface.

Manufacturer narrative:
Product complaint#: (B)(4). Corrected: brand name; implant date; MFR site; device manufacture date. Added: event, other relevant history. Initial reporter occupation: non-healthcare professional.